Manufacturer narrative:
The pad-pak was first installed successfully in november 2010 and performed to specification, alongside random manual power ons, up to 3rd august 2014. Multiple manual power ups of 10 minutes duration were recorded between the 3rd august 2014 and the 2nd september 2015. The pad-pak became depleted during this time and a further pad-pak was installed. Investigation found the reported fault can be attributed to membrane failure. Multiple manual power ups of 10 minutes duration would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.